Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from united states stating that the device was leaking oil. It is known that this event did not occur during surgery - however, it is unknown if there was pt/user injury or medical intervention. No additional info is available.